Event description:
Information received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician replaced the buzzer using a scale ppm pcb kit and calibrated the scale to repair the bed.